Manufacturer narrative:
Blood loss of 165 ml was reported. No injury or clinical consequence was reported. The data files were requested but not available. A request for empty solution containers was requested but were not available. A clinical investigation was performed for this and a number of other complaints for incorrect weight alarms from this same clinic. The investigation determined that there has been an increase in the number of weight change alarms in may. This change occurs around the same time that the field modifications were made to the prismaflex for pump modifications, however, the type of modifications made are not likely to cause this kind of problem. Replacement scales, which are being installed as part of field correction to mitigate damage to load cells from rough and improper handling of bags have not seemed to resolve the problem. During the clinical investigation, the location of the prismaflex on the 12th floor seemed troublesome in that floor vibration has been felt in a certain rooms of that floor by both staff and the gambro service technician. Additionally, the clinical investigation noted that there was construction going on next door to the hospital. The vibration issue is further supported by the fact that on the 2nd floor the prismflex machine(s) can be immediately calibrated and when they are moved to the 12th floor this becomes very difficult. The increased number of incorrect weight alarms presents a risk of fluid imbalance when too many attempts area made to remedy the alarm. The accuracy of pt fluid removal may be compromised per the warning in the operator's manual.